Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "capsules" baker grades unknown.

Event description:
Patient's relative reported right side rupture confirmed via mammogram, "capsules" baker grade unknown, gross deformation which goes from breasts or shoulder blades, malformation, distorted all over the place, and an exchange of textured devices due to patient's concern with product. The device remains implanted.